Manufacturer narrative:
D4: catalog number and lot number were not provided. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time.

Event description:
According to the available information, the device was removed and replaced due a fluid leak, resulting in insufficient saline in the implant to be functional.